Event description:
A malfunction alarm was reported, associated with a pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the cartridge alarm recurred, so the decision was made to replace the pump. The customer will use mdi as a backup therapy. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and guided the customer to return the problematic pump using a prepaid label within ten days.